Event description:
The implanted defibrillator was subjected to a follow-up examination prompted by biotronik after an implantation time of 7 months and 9 charge events, and was interrogated to be in eri battery status at a voltage of 5.87v.